Event description:
The user facility reported an incident described as a patient burn. The patient underwent a left tympanomastoidectomy reported to last for 4 hours using the opmi pentero surgical microscope. The intensity of the microscope was set at 50%. A second degree burn was noted next to the wound during skin closure. An incision drape was not used to cover the surgical area. Silvadene was applied to the burn in order to prevent further injury.

Manufacturer narrative:
The system and microscope were inspected by a service technician on 08/20/2009. The technician checked all functions and determined the unit to be working properly. The product labeling provides information regarding phototoxic tissue injury recommending, among other things, use of the lowest light setting possible, reducing the exposure time to a minimum, and taking precautions to irrigate the surgical field. The surgeon had been trained on the use of the device.